Manufacturer narrative:
The device log was available for investigation and has been analyzed. The log reveals that the evita xl performed a warmstart due to heavy disturbances (¿brown out¿) and voltage drop to 60v of the mains supply. The evita is designed and approved in accordance to medical standard iec60601, which defines immunities against external disturbances like voltage drops and spikes. Nevertheless, in reality conditions can occur which exceed the limits of the standard. Without acceptable voltage supply the evita stops ventilation and opens the airway system to allow spontaneous breathing. The user is alerted by acoustical mains power loss alarm in accordance to iec60601. If acceptable mains conditions are restored, the device will return to operation with a warmstart. After successful warmstart, which needs about 8 seconds, the ventilation is continued with the previous settings. The investigation comes to the conclusion that the evita xl behaved as specified for given conditions of disturbed mains supply.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device rebooted with audible alarm during ventilation. After the reboot, which needs about 8s, the ventilation has been continued with the former settings. There was no injury reported.